Event description:
The pt reported, no sound and was seen at the implant center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Surgery to explant the pt's device will be scheduled.